Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: could you please confirm device's availability? It indicates we will received 1 device but it indicates not available - implanted. Please clarify - device is not available. The tab of the symmetric suture got snapped, however doctor use that suture after giving knot. Could you please confirm if surgery was successfully completed? If yes - yes surgery was successfully completed. What was used to complete the procedure? The same suture used to complete the procedure. What is the current condition of the patient? Unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ug/m.

Event description:
It was reported that a patient underwent a hysterectomy procedure in 2021 and barbed suture was used. During the procedure, the suture tab broke. There were no patient consequences reported. Additional information was requested.